Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, on the third reload firing on stomach, the devices were unable to be fired even when the green button was pressed and handle was squeezed. The third reload was loaded correctly and cycled properly. When it was tried to fire, the reload would not fire. The reload was taken out of the patient, unloaded it, and placed another reload on the handle. All other reloads worked fine. No patient injury.